Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/2.0/092 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and replaced on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.